Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The cutting test was performed and passed 3 cuts. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found instrument was fully functional and passed all tests with no issues found. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the monopolar curved scissors (mcs) instrument loosely swivels. The procedure was completed with no reported injury.